Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4. Corrected: g1 (manufacturing site name), h8. H3, h6: service and repair evaluation: the customer reported that on an unknown date the collinear reduction clamp that wasn¿t working. The repair technician reported that screens was missing, slider gets stuck, and handle was cracked. Also, cosmetic test and instrument operation to be smooth and non-binding through entire range of operation (if applicable) was failed. The cause of the issue is faulty parts. The item will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. Device history review (DHR): part: 314.291. Lot no: 190098-101. Release to warehouse date: 22 jul 2019. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the collinear reduction clamp was not working and was broken.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected information: the g3. Date received by manufacturer was incorrectly reported within follow up # 1 of 8030965-2025-00191. The correct date is 21-04-2025, which makes the report submission due date to be 21-05-2025.